Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided the reported soft tip deformation was likely the result of procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. D10, h3: device not available; device not evaluated by manufacturer

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other additional device referenced is being filed under a separate medwatch report number.

Event description:
This is being filed to report soft tip damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip delivery system was advanced to the mitral valve, and the clip was placed; however, the lock line became stuck during removal and it was not possible remove the lock line. Troubleshooting was performed. The clip could not be fully closed, but was able to be removed with the clip delivery system into the steerable guide catheter (sgc). It was noted that there was unknown damage on the sgc soft tip. The procedure was successfully completed with a new sgc and cds. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.